Event description:
It was reported that during a tympanoplasty surgical procedure, it was discovered that the motor device was heating up. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the whole top end was heavily corroded along with the motor and flex circuit. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate..